Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer exposed the pump to external magnets. Cts educated caller that exposure to magsafe magnets can cause alarm to trigger. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 507 mg/dl. Customer administered a manual injection to address their bg level.